Event description:
As reported by the user facility: it was reported to b. Braun medical inc. That an infusomat space us+wireless battery pack (part # 8713051u) was used during a renal transplant procedure performed on (B)(6) 2024. According to the complainant, a renal transplant procedure was being performed on a patient with multiple co-morbidities further complicated by an infection. Levofloxacin (levo) was being infused at 0.02 micrograms per kilogram per minute (mcg/kg/min) when patient had an unexplained spike in blood pressure. The nurse became concerned that the pump had delivered an unprogrammed bolus of medication. The complaint device has not been returned to the manufacturer for evaluation. No patient injury occurred as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.